Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable pulse generator (ipg) 2003 (B)(6); 4024 implantable pacing lead 1995 (B)(6). (B)(4).

Event description:
It was reported that there was a lead warning on the right atrial (ra) lead for high impedance. Impedance was also varying. The lead was left in use at the time of device replacement. No patient complications have been reported as a result of this event.